Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not clearly identify a leak via the provided photograph. However, the image showed the tubing was assembled with a twist into the bushing. This assembly could generate a leak. Due to the nature of the returned sample, no additional tests could be performed. The reported condition was verified. The cause of the condition was determined to be due to improper assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set with duo-vent spike leaked at the joint of the filter tubing and the base of the chamber. This was observed when the tubing was attached to the unspecified pump machine and when the infusion was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.